Event description:
Feeding gastrostomy tube was placed on 2/3/97 percutaneously through separate stab wound along left upper quandrant. It was placed into the anterior portion of the atrium and the balloon was inflated. Over a period of time the balloon began to dehisce because the balloon apparently eroded into the subcutaneous tissues. On 2/16/97, pt experienced drainage from the wound. This area of the incision was opened which showed the gastrostomy tube balloon had deflated allowing gastric contents to spill into wound via the gastrostomy and was receiving tube feeding into wound.